Event description:
Ous MDR - noise was reported on this lead with aborted shocks. The lead will be capped and replaced. No adverse patient events were reported. Should additional information become available this file will be updated.

Manufacturer narrative:
12/12/2017 - corrected the implant date. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed the presence of noise on the rv channel which led to vf detection as reported in the complaint text. Furthermore the provided trend curves demonstrated a stable pacing impedance around 750 ohms between (B)(6) 2017 with a subsequent slight increase to 900 ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.